Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high as well as low blood level. The customer's high blood glucose level was over 400 mg/dl and low blood glucose level was 43 mg/dl. The high blood glucose of the customer was treated with the insulin pump and low blood glucose level was treated with the juice. The insulin pump will not be returned for the analysis.